Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call leaks at the reservoir p-cap. The customer¿s blood glucose was 4.5 mmol/l at the time of incident. Customer stated that the there was moisture in the insulin pump reservoir compartment and all components were intact. The reservoir is being replaced and is not expected to return for analysis.